Event description:
Healthcare professional reported "capsular contracture baker grade ii," "textured," and "rupture" against left device. The device has been explanted and replaced.

Manufacturer narrative:
Email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: opening , underweight, crease fold, black particle in the gel, black particle in the shell and wear abrasion . A microscopic analysis was performed which identify crease smooth opening in the anterior. Based on the device analysis the final assessment is: a-crease smooth opening on anterior assessed to a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii and texture against device.